Event description:
Customer reported visiting the emergency room due to a diabetes-related issue while using the pump and related supplies for insulin therapy on (B)(6) 2025. The highest blood glucose level recorded during the incident was 481 mg/dl. Cause was not known. Despite the high glucose level, no actions were taken by the customer, and a pump system check confirmed it was functioning normally with no issues identified. The incident was resolved without any treatment, and there was no permanent damage reported. Customer was released from the ER on the same day of arrival.